Manufacturer narrative:
The customer reported that the surgeon could not maintain ocular pressure with the system. The company service representative examined the system, but was unable to replicate the reported event. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on august 16, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system was not maintaining intraocular pressure during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.